Event description:
It was reported that the bd¿ bulk syringes with slip tips were found damaged.

Manufacturer narrative:
Investigation summary: 185 samples were received for evaluation. A photo was also provided. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot #8144654 for the same defect or symptom. This is the 1st complaint for the lot #7227671 for the same defect or symptom. Investigation conclusion: visual inspection was performed, finding one with broken flange therefore failure mode is verified. No defects of any kind were observed in all the rest. One photo was provided showing four syringes. They all have the stopper at different positions. No damage to the barrels was observed. Root cause description: root cause was an issue during the plunger rod-stopper assembly process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8144654, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24. Medical device lot #: 7227671, medical device expiration date: 2022-08-31, device manufacture date: 2017-08-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ bulk syringes with slip tips were found damaged.